Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse. The reported event of an unknown sensor error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.